Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed repeated ¿restart ilet 32¿ alerts consistent with a motor processor communication error while paired with a dexcom g7, during which the dexcom app showed approximately 101 mg/dl and the ilet displayed approximately 208 mg/dl; the user disconnected from the ilet and transitioned to daily injections, and a replacement device was provided. Symptoms included no reported injury or clinical effects. Outcomes included temporary interruption of automated insulin delivery and reliance on alternative therapy without medical intervention. Investigation included customer interview, device history and complaint review, and arrangement for return and analysis of the reported device. Investigation of this case revealed a suspected internal communication malfunction consistent with a pump electronics or motor control subsystem issue, with reported sensor-to-pump glucose discordance during the event. It was concluded that the cause was an internal device malfunction of an undetermined specific component.